Event description:
It was reported the patient presented prior to a routine generator change. Upon interrogation, it was discovered the lead exhibited low pacing impedance and noise. The lead was capped and replaced (B)(6) 2024. The patient was stable before, during and after the procedure.